Event description:
It was reported that the precision test failed. There was unknown patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was unable to duplicate the customer reported issue. The pump passed all accuracy testing. The cause of the reported issue is unknown. The device will undergo preventative service.